Manufacturer narrative:
Investigation: customer returned (21) 31g x 8mm, 0.3ml bd insulin syringes in three opened polybags from lot: 7016789. Consumer reported that the rubber stopper is slanted inside the barrel and sometimes separates from the plunger rod. All 21 returned syringes were examined, and the following was observed: 17 samples with disfigured stoppers; all 17 of these stoppers would separate from their respective plunger rods when used. 3 samples with stoppers that would separate from their respective plunger rods when used. 1 sample with no observed issues. A review of the device history record was completed for batch#: 7016789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200680671] noted that did not pertain to the complaint. Visual inspection of the all syringes found the stopper did have a light application of silicone as did the inside of the barrel. The stopper was wrinkled on the sample. Breakout and sustaining was completed on the (20) samples on gauge 12866 finding (1) sample out of spec for the sustaining value. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that the stopper is slanted in barrel and separates from the plunger rod during use with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that the rubber stopper is slanted inside the barrel and sometimes separates from the plunger rod. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper is slanted in barrel and separates from the plunger rod during use with a bd syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter: it was reported that the rubber stopper is slanted inside the barrel and sometimes separates from the plunger rod. Consumer does not re-use.